Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the insulin pump alarmed for no delivery. The blood glucose reading was 400 mg/dl. The customer was already on a back up plan by the time of the report and was unable to troubleshoot for the issue. The customer was advised to call back when the alarm recurred to troubleshoot.